Manufacturer narrative:
Vyaire medical file identification: (B)(4). Equipment was received in house at the vyaire medical facility in palm springs, ca. For evaluation. The unit was placed on extended tests/run-in. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1000 unit is unable to reach set o2. As of this time, there is no information about patient involvement in this reported event.